Event description:
A customer reported multiple biopsy needles (18g 10 cm) at least 7 used on 5 separate patients were catching soft tissue between the inner stylet and the outer sample cylinder prior to firing. This resulted in incomplete samples absent sample and in the final case a renal pseduoaneurysm. The pseudoaneurysm occurred without the needle being fired.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. After three notifications, the sample from the alleged complaint has not returned. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation. Corrected information provided in d.4. Additional information provided in d.9., h.3., h.6. And h.11.